Event description:
The manufacturer received information alleging an evergo oxygen concentrator's dc adaptor was hot to the touch and burned a patient's finger. The patient was using the dc adaptor in a car when they unplugged the adaptor from the car dc outlet, they allegedly received a burn. The burn reportedly became infected and the patient required antibiotics to treat the infection. The device has yet to be returned for an evaluation by the manufacturer. A follow up report will be filed when the investigation is complete.